Manufacturer narrative:
Product is not returned as it is still in service. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was repositioned. Patient experienced pericardial effusion confirmed by echocardiogram. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced pericardial effusion confirmed by echocardiogram. The main/root cause of the pericardial effusion was not determined. This right atrial (ra) lead was repositioned and the pericardial effusion was drained before repositioning the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b5 field. New information added. E1 field. Initial reporter facility name. Changed from "the cardiac and vascular institute" to "north florida regional med ctr" as this is the correct facility. Product is not returned as it is still in service. Patient code 3191 captures the reportable event of surgery.